Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that review of the patient¿s remote transmission showed that over two weeks ago the right ventricular (rv) lead had episodes with twos (t-wave oversensing) following small amplitude r-waves with v-v intervals. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was reprogrammed to eliminate the intermittent t-wave oversensing (twos).